Manufacturer narrative:
(B)(4). Correction/removal numbers: 1627487-05242011-002-r; 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg has been non-functional for two years. The patient stated she tried to charge her ipg, but she could not establish communication with her charger or programmer. Follow-up identified the patient¿s ipg was explanted and replaced. The patient was programmed in post-op, and is reportedly doing well.